Event description:
A broken piece of mediport was discovered in the right ventricle, pt was taken for interventional radiology procedure for the removal of the broken mediport catheter and later to operating room for other piece to be removed from the chest wall.